Event description:
A malfunction was reported on the customer's pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Technical support provided information for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue occurs again.